Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: side branch occlusion.

Event description:
On (B)(6) 2018, this patient underwent an endovascular procedure to repair an abdominal aortic aneurysm. As the right renal artery (lowest renal artery) needed to be covered by the abdominal device (gore® excluder® aaa endoprosthesis), a gore® viabahn® endoprosthesis was also implanted as chimney stent graft for the right renal artery. The proximal end of the gore® viabahn® was located in the right renal artery, and the distal end was located in the left common iliac artery (approximately 2 mm distal to the distal end of the abdominal device). It was reported that touch up ballooning was not performed against the endoprosthesis. All devices were implanted with no issue, and the procedure was concluded. The patient tolerated the procedure. It was reported that antiplatelet agent was not administered after the procedure. On (B)(6) 2018, the patient reportedly had a fever. On (B)(6) 2018, angiography showed that the gore® viabahn® endoprosthesis was occluded. It was reported that the occlusion was only observed at around the origin of the right renal artery and the origin of the left common iliac artery, and the other portion of the endoprosthesis remained patent. On the same day, a bare metal stent (smart, 6 mm x 15 cm) was additionally implanted inside the endoprosthesis to repair the occlusion. The proximal end of the bare metal stent was more proximal to the end of the endoprosthesis. The distal end of the bare metal stent was more distal to the other end of the endoprosthesis, just around the origin of the left external iliac artery. Touch up ballooning was performed. Intra procedural angiography showed that the occlusion was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative/corrected data: date of event.